Manufacturer narrative:
(B)(4). The baxter technical service center received the actual sample for evaluation. The engineer confirmed that there was a problem on the j4 connector of the accomp board and heater pan. The reported issue was confirmed. The root cause of this problem was found to be a defect of the j4 connector of the accomp board and heater pan. The j4 connector of the accomp board and heater pan were replaced and the instrument met all specifications.

Manufacturer narrative:
(B)(4). A 510(k) number will not be provided in the emdr as this product is manufactured for distribution outside of the u.s. And does not have a 510(k) number. However, it is being reported because it is the same or similar to the product distributed within the u.s. The device has been received at baxter for evaluation. However, the evaluation is not complete at this time. A follow-up report will be filed upon completion of the device evaluation, or if any additional information is received.

Event description:
A baxter engineer found a burnt part in the homechoice machine during regular maintenance at the technical service center.